Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement. Additional information indicated that the rv lead was suspected for insulation damage and was noted of a discoloration on the proximal part of the lead. However, the cause of the high out of range pacing impedance measurement was not determined. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.